Event description:
The user reported that during cardiopulmonary bypass, the centrifugal pump stopped. During operation of the manual drive unit, used to manually drive the pump, the handle of the manual drive separated from the crank arm, making turning the crank more difficult. There were no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, no conclusions reached.